Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. It was reported that the lead was difficult to advance intra-operatively. The rep stated that because of the patient¿s stenosis, the epidural space was small and advancing the lead caused some nerve irritation. The patient stated that they had shooting nerve pain in both feet while attempting to advance the lead. The physician removed the lead and placed it from an entry point above the stenosis. The rep noted that the lead was able to be successfully placed and worked will in providing coverage with paresthesia covering both of the patient¿s legs. The device was working as intended, however, the physician decided it would be best to remove the lead to help alleviate the pressure and the nerve pain. The lead was removed shortly after being implanted and was discarded. No further complications were reported or anticipated. Indication for use is unknown.